Event description:
During the evaluation of the device at the factory authorized service center the trilogy evo system board and the trilogy evo machine flow sensor were found to be defective. The trilogy evo system board and the trilogy evo machine flow sensor were replaced to address the issue.